Event description:
It was reported that the speed was unstable. A 1.75mm rotapro was selected for use. During the procedure, while the device was inside the patient, the rotational speed was noted to be unstable. The rotational speed increased to 220,000 rpm and decreased to 180,000 rpm despite the speed being set at 200,000 rpm. The procedure was completed with another of the same device and no patient injury occurred.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device stalled and would not run. In order to determine the cause of the stall, destructive testing was performed in which the advancer was dismantled, and the internal components were inspected for damages or defects. Destructive testing was unable to identify the exact cause of the stall. Product analysis did not confirm the reported event, as the device stalled and would not run.

Event description:
It was reported that the speed was unstable. A 1.75mm rotapro was selected for use. During the procedure, while the device was inside the patient the rotational speed was noted to be unstable. The rotational speed increased to 220,000 rpm and decreased to 180,000 rpm despite the speed being set at 200,000 rpm. The procedure was completed with another of the same device and no patient injury occurred.